Event description:
Event description guidant received information that this transvenous implantable lead exhibited noise on the rate/sense and shock channels, resulting in inhibition of pacing. The noise is reproducible with arm isometrics.